Manufacturer narrative:
On 04/05/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 04/08/2016 a medtronic representative, following-up at the site, reported the circulator was running the navigation system, and stated that the system screen went black, however, the power switch was still on. Re-booted the navigation system, and the site re-registered the patient. The procedure continued with no further issues. The medtronic representative assisted the site with a subsequent procedure, after the navigation system check-out, and the system had no issues. The medtronic representative re-trained the staff on running the navigation system and confirmed there were no additional issues. On 04/25/2016 a medtronic representative, further following-up at the site, was told that the reported issue occurred at the beginning of the procedure. A nurse was setting the emitter in a holder then turned to look at the tracking details window and noted the screen went black; the nurse thought the system powered-down, however, the power was still on. The nurse performed a hard system re-boot and the screen came back on. No parts have been received by manufacturer for analysis. Reported issue could not be replicated. No further issues have been reported.

Event description:
A site biomed representative reported that while in an ear, nose & throat (ent) procedure, their navigation system powered-off. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was 10 minutes. There was no impact on patient outcome.